Event description:
Seven days post index procedure, the patient experienced a non-q wave myocardial infarction in an undetermined location. It was also noted that the pt had elevated cardiac enzymes. The patient's main indication for intervention was an acute myocardial infarction. The pt had a target lesion in the saphenous vein graft. The lesion was type b2, de novo, excessively tortuous, eccentric and moderately calcified with thrombus present. Timi flow was 1 pre-procedure and 3 post-procedure. The lesion length was 18mm and the vessel diameter was 2.75mm. In 2007 the pt had a 2.75 x 18mm cypher select stent implanted in the saphenous vein graft at 12atms.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.